Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
An egm with patient symptoms was corrupted and not available. No further information was available, the patient was stable.